Event description:
It was reported the lead displayed an increase in threshold over time, high thresholds, and over-sensing. It was also reported noise was recorded on the previous check but could not be re-produced and there was a fracture. Additionally reported was the "battery on the generator failed." The pacing vector was changed and ultimately the lead was capped and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.